Manufacturer narrative:
The investigation for the reported low flow/pump stop has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. The cause of the low flow/pump stop and its relation to impella were not determined since the product, data logs, and sufficient clinical information were not provided. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist for use during cardiogenic shock and high risk cpi & impella rp with smart assist system section: using the automated impella controller with the impella catheter as noted in the impella IFU ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smart assist system catheter as noted in the impella IFU ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella 5.5 with smart assist & impella cp with smart assist for use during cardiogenic shock section: troubleshooting the purge system as noted in the impella IFU ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped as noted in the impella IFU ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported the pump was successfully placed; however, the pump did not stay on. Reportedly the pump was turned on and off several times and extensive troubleshooting was performed without resolution. Additionally, it was reported that repositioning took place in the ventricle and pump still did not work properly. This pump was replaced, and a new pump was placed. There was no patient harm reported.

Manufacturer narrative:
No product was returned. As per clinical, there were low flows initially with suction alarm and pump was turned on and off several times as an extensive troubleshooting, but the pump would not turn on. Pump was replaced successfully with no issues. Data logs were reviewed, and suction alarms were observed with low flow issue. No abnormal pump stop alarms were observed in the logs. The cause of the low pump flow issue was unable to be determined since product was not returned and no conclusive evidence of abnormalities based on the data log and clinical review. This report is being filed as part of a retrospective review of historical records.